Event description:
Customer reports the gland portion of the maxzero remains depressed after the syringe is removed, then "sprays" blood onto nurse when gland is released. Customer states this was reported to her by one of her chemotherapy pts on the inpatient oncology unit. No pt harm or med intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the affected product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.